Event description:
Patient with a right corneal edema from a corneal transplant graft injection was admitted for a right corneal endothelial cell transplantation. The trephine blade had a burr on it, which was unknown to staff. During the button punch, the tissue became incarcerated in the blade defect with immediate loss of suction, which caused the graft to experience the soft contact lens "shrivel." After more gentle attempts at freeing the graft from the blade, the physician used forceps to free the graft from the blade. The leg of the peripheral donor is labeled with an 'l' which helps determine if the graft flips. Unfortunately, the 'l' was cut off by the smaller than usual punch size. There is a 50/50 chance that the graft is implanted upside down. The graft is 100% attached, but still swollen. Patient will be seen later this month for further re-evaluation purposes.